Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 137531 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 137531. Test base part number 190-430 / lot 134182a. The lot met the required release specifications.all tests were valid and performed as expected with no false positive results replicated. A review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot 134182a showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. Off label misuse of the product occurred as the results were read a 2nd time two hours after performing the test. It could possibly be related to reading the results outside the defined read time of 15 to 30 minutes.

Manufacturer narrative:
This investigation is still in progress. Once this investigation is complete a supplemental report will be provided.

Event description:
The customer reported conflicting results using binax now covid-19 ag card performed on (B)(6) 2021. The test was negative and then hours later the customer went to dispose of it and it appeared as positive. Repeat testing using a new sample the same day generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, there was no delay or impact of treatment due to test results. Positive results indicate the presence of antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Negative results should be treated as presumptive and if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should be considered in context of patients recent exposures, history and presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as a malfunction, as it unknown which result is correct.